Event description:
While investigating a (B)(6) female patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor was unable to properly communicate with an electrode belt. The patient did not require a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor (B)(4) was completed. The root cause for the monitor's inability to properly communicate with an electrode belt could not be positively determined during the investigation. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
While investigating a (B)(6) female patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor was unable to properly communicate with an electrode belt. The patient did not require a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon investigation the monitor was unable to properly communicate with an electrode belt. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient did not require a replacement monitor.